Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal anchor tab became caught inside of the device during delivery and the seal unraveled prior to the sutures being started. A replacement device was used to complete the procedure. The hospital did not report any pt effects.